Event description:
Pt received a left hip replacement on (B)(6) 2010. Six months later ,the replacement came apart and shifted position. Pt complains of popping, clicking, fragments, fluid and black tissue coming from hip. Second hip replacement on (B)(6) 2011. Not sure if serial number to 1st or 2nd replacement.